Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device is not working within normal limits. However the parents report that the user is still hearing, his auditory performance has not deteriorated. No trauma has been reported, no redness or swelling near the implant site. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore, an infection at the implant site is reported, which might have contributed to the observed impedance fluctuations. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The device is not working within normal limits. No trauma has been reported, no redness or swelling near the implant site.